Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Investigation of available logs did not reveal any errors that were relevant to the reported event.

Event description:
A patient in a study (ion registry) underwent an ion lung biopsy. Twenty-six days after the procedure, the patient was hospitalized for four days with pneumonia. The pneumonia was present at the start of the ion procedure, as indicated from intraoperative bronchoalveolar lavage (bal) results. The cause of the pneumonia is not known. The respiratory cultures noted heavy growth of pseudomonas aeruginosa. Treatment for the pneumonia included intravenous (IV) antibiotics and unspecified respiratory support. The patient improved with treatment and was discharged in stable condition. The target lesion on the right upper lobe measured 16 x 17 x 11 mm and the distance from nearest pleura was 5 mm. Tools used were bronchoalveolar lavage bal, 23g flexision needle, 21g flexision needle, and cryoprobe - 1.1 mm. The procedure time was 22 minutes. It was reported that the pathology results for the lesion were malignant squamous cell carcinoma and the patient¿s bal results from the procedure were positive for pneumonia. There was no report that an ion device malfunction during the procedure. The study investigator reported that the event is unrelated to an ion device or system.